Event description:
It was reported that the physician's handheld freezes during interrogation. While it resolves with a hard reset, the issue occurred multiple times. It was confirmed that the screen was freezing and not performing slowly. No additional information has been received.

Manufacturer narrative:
.